Event description:
In a surgery conducted on (B)(6) 2011, it was reported that a drill bit had broken during the procedure. X-rays were taken and it was confirmed that the broken parts of the drill bit were successfully retrieved.

Manufacturer narrative:
The cases containing the drill bit were sent to the sales rep on 7/23/03, 8/18/03, and 3/12/04. Breakage attributed to age and use.